Manufacturer narrative:
Robotic subtotal gastrectomy with hugo robotic-assisted surgery (ras) system: first report on a case series r. Cammarata, v. La vaccara, a. Catamero`, r. Coppola, d. Caputo 2025, the authors medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a recent case series described the outcomes of patients who underwent robotic assisted subtotal gastrectomy for the treatment of gastric cancer. It was noted that the left gastroepiploic vessels were divided at the level of the gastric fundus, which was transected using multiple 60mm purple cartridges of the powered surgical stapler. Additionally, the anastomoses was performed with a 60mm followed by a 45mm purple cartridge. There were 4 patients included in the case study and duodenal stump leak was noted in one patient. The patient subsequently developed an abdominal collection and was treated with prolonged antibiotic therapy.